Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - stem - unknown; unknown - e1 liner size 28mm ¿ unknown; unknown - biomet regenerex cup size 46mm ¿ unknown. Report source: kwon, y., rossi, d., macauliffe, j., peng, y., & arauz, p. (2018). Risk factors associated with early complications of revision surgery for headneck taper corrosion in metal-on-polyethylene total hip arthroplasty. The journal of arthroplasty, 33(10), 3231-3237. Doi:10.1016/j.arth.2018.05.046. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article patient underwent a hip revision due to adverse local tissue reaction and elevated cocr levels. The article states that black metal debris at the femoral component trunnion neck taper and on the bore of the femoral head was found, grossly indicating corrosion of the head-neck taper junction. Additionally, the article states that each patient required debridement of varying degrees of necrotic periarticular soft tissue, muscle, and bone secondary to altr from head-neck taper corrosion. No further information is available.